Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device was missing the stylet, and the insertion portion had multiple kinks. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the needle broke while using it in the scope and when the physician inserted the needle into the bronchus, it was unable to be withdrawn. The issue was found during a diagnostic endobronchial ultrasound - ebus procedure which was completed with another device. No part of the needle fell off into the patient's body. There was a 15-minute delay in the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the needle broke while using it in the scope and when the physician inserted the needle into the bronchus, it was unable to be withdrawn. The event was presented during an unspecified procedure. There were no reports of patient harm.